Event description:
It was reported that this electrode exhibited myopotential oversensing or noise suspected to be related to the position on the pectoralis muscle. A revision procedure was performed and this electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode exhibited myopotential oversensing or noise suspected to be related to the position on the pectoralis muscle. A revision procedure was performed and this electrode was explanted and replaced. No additional adverse patient effects were reported.